Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient had undergone bilateral removal and replacement with a 595cc mentor smooth round moderate classic profile memorygel breast implant on (B)(6) 2019. During explantation surgery, right sided rupture was ruled out and left sided implant was found to have capsular contracture baker grade ii. Therefore, device code '2993' was added in place of device code '1546' which was submitted on (B)(6) 2019 before additional information was received. This report is for the right sided device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible rupture. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, there are neither deficiencies alleged nor patient injuries or a failure at the device. During evaluation of the device it was observed some creases in anterior and posterior view. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 595cc mentor smooth round moderate classic profile memorygel breast implant catalog: 3507595mc, lot: 6526992, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 595cc mentor smooth round moderate classic profile memorygel breast implant experienced right sided symptomatic rupture post procedure. Patient experienced discomfort. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed right sided rupture. Moreover, patient was seen by a physician on (B)(6) 2019 who further confirmed right sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.